Manufacturer narrative:
(B)(4). Investigation summary: customer returned (26) 27gx13mm, 1ml bd safetyglide syringes from lot 0265968 (1 used, 25 unused). Consumer reported that the plunger broke while pulling serum for an injection. All 26 returned syringes were examined, and it was observed that the syringe returned after use exhibited a broken plunger rod. The 25 unused syringes did not exhibit broken plunger rods. Manufacturing ((B)(4)) will be notified of the observed issue. A review of the device history record was completed for batch# 0265968. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. On 04 feb 2021, (B)(4) received a complaint from material 305950, batch 0265968. Visual inspection shows the plunger broken was broken off. Half of the plunger rod was inside the barrel of the syringe; the other half was separated from the syringe. Process summary: the automatic syringe assembly machine feeds 1cc/ml, syringe components (barrel, stopper, plunger) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. DHR, l2l dispatches, logbook entries were looked at, nothing pertaining to this defect could be found. There were zero (0) notifications noted that did not pertain to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause for this defect cannot be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the investigation, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the syringe alrg sftygld 1ml w/ndl 27x1/2 rb plunger rod broke. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "we just had another plunger break". "No patient identifiers as it broke while pulling serum for an injection. No one was hurt."